Event description:
It was reported that, "upon my arrival and checking my implants, I realized that only left side implants had been sent to the hospital for a right side knee arthrodesis. By the time I spoke to my office and discovered the correct implant were in (B)(6), the pt was on the table with incision. Dr (B)(6) was informed that the only implants present were left sided implants and was told it was off-label and contraindicated to use a left implant in a right leg. He chose to use the implant. No further complications were encountered."

Manufacturer narrative:
Device remains implanted. Once the investigation has been completed any additional info will be reported in a supplemental report.